Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer-provided x-rays, which display the backed out screws. However, as the devices were not returned for physical evaluation, the most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported on 04/27/2022 by a facility representative via sems that an unidentified set of screws had apparently begun to back out of the patients foot. Per facility: "I am reaching out because one of my surgeons reached out and noticed that the new mis beveled screws backed out slightly in his patients a couple weeks post op. Please see attached pics that he sent me from his patients¿ follow up visits. In both instances, the screws were flush and maybe slightly countersink in the patients."